Event description:
It was reported that the ilet user awoke to a low glucose alert and self-treated with peanut m&ms, then experienced blood glucose above 180 mg/dl. The user had also consumed protein and other food before bed in an attempt to prevent nocturnal lows, and oral glucose was discussed as an appropriate treatment option. Symptoms included hypoglycemia followed by hyperglycemia ranging from 56 mg/dl to 188 mg/dl. Outcomes included no clinical signs, symptoms, or health consequences reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to overtreating hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.